Manufacturer narrative:
Upon visual inspection, the device was found to have internal corrosion. The device was repaired and returned to the user facility.

Event description:
It was reported that during an extraction at the user facility the core micro drill was overheating. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.